Event description:
Additional information was received, upon evaluation, it was determined that there was no issue with the device nor the handpiece.

Event description:
It was reported by the patient she received a femilift treatment 4 months ago, the patient stated she does not believe the physician used the device correctly, and she suffered a burn.